Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device functioned as intended. The anastomosis was tested for leaks and the drains were placed. The patient returned to the or and was observed and managed conservatively. It is unknown at this point what contributed to leak. The surgeon is not assessing responsibility to our circular stapler. Patient was managed by npo (nothing per oral), tpn (total parental nutrition) and antibiotics. The pt is stable and still on tpn. Pt has not been discharged, due to caregiver reasons, not medical reasons at this point.